Manufacturer narrative:
(B)(4) follow up for device evaluation a single sample was received in opened blister packaging and subjected to visual inspection, which revealed visible lubricant spots on the needle. The reported symptom was confirmed through sample analysis. The probable root cause is attributed to a potential jam during the lubricant application process, which may have gone undetected in subsequent manufacturing stages. Furthermore, a device history record (DHR) review was completed for the provided lot number 5099521. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 18x1-1/2 rb had foreign matter. The following information was provided by the initial reporter: material # 305918 batch # 5099521. Reporting a safety needle that looks to be contaminated with what appears to be plastic shavings on the needle. Customer response on (B)(6) 2025. Exact date of occurrence was (B)(6) 2025.